Manufacturer narrative:
Company comment: the serious events of inflammation, foreign body reaction and fibrosis at implant site and the non-serious events of swelling and erythema at implant site were considered expected and possibly related to the treatment. The potential root cause of inflammation, foreign body reaction, fibrosis, swelling and erythema at implant site may include an inflammatory reaction elicited at the implant site, potentially triggered by the upper respiratory tract infection. However, a more specific cause cannot be established based on the available information. The serious event of upper respiratory tract infection and the non-serious events of lymphadenopathy, oropharyngeal pain, drooling, dysphagia, eye swelling and pyrexia were considered unexpected and unrelated to the treatment due to the long latency. Alternative root cause includes undisclosed/undiagnosed medical conditions or community acquired infection. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. Sculptra was used off-label and intentionally misused with regards to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To this date, this is the fifth medical complaint reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-jul-2024 by a physician concerning a 45-year-old female patient. Additional information was received on 30-jul-2024 from the same reporter. The medical history the patient included hypothyroidism. Concomitant medication included l thyroxin [levothyroxine sodium]. She had no known allergies and was not pregnant. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with sculptra (lot 2j1137) to neck using cannula in 1:10 with unknown injection technique. During each treatment session, the patient received 1 ml of sculptra, 0.5 ml to each side of neck. Sculptra was injected to neck (off label use of device) and sculptra was injected using a cannula (intentional device misuse). On (B)(6) 2024, the patient experienced typical urti symptoms (upper respiratory tract infection) with fever (pyrexia), no neck pain and sore throat (oropharyngeal pain) of mild severity. On (B)(6) 2024, the patient noticed some swollen lymph nodes (lymphadenopathy) of mild severity and went to see general practitioner (gp). On (B)(6) 2024, the patient started noticing sore throat, drooling (drooling) and difficult swallowing (dysphagia) of moderate severity. On an unknown date in (B)(6) 2024, the patient experienced neck swelling (implant site swelling) and eyes swelling (eye swelling). Subsequently, the patient was treated with several courses of unspecified antibiotics, including IV ceftriaxone [ceftriaxone], vanco [vancomycin hydrochloride], piperacillin/tazobactam [piperacillin sodium, tazobactam sodium]. On an unknown date later in 2024, the patient was evaluated by an ent/dermatologist due to the persistent neck swelling and redness (implant site erythema). In (B)(6) 2024, the patient underwent a biopsy, which revealed a normal dermis with subdermal layer foreign body particles, fibrosis and scattered eosinophilic infiltration. There was an acute on chronic inflammation (implant site inflammation). On an unknown date later in 2024, the patient was started on 25 mg of prednison [prednisone] with a taptering dose of 10-15 mg, which resulted in some improvement at higher doses. Additionally, the patient received weekly treatment with intramuscular injections of mtx [methotrexate] 25mg. On 11-sep-2024, additional information was reported by the physician. The patient's clinical presentation was complex and md in emergency room thought it was cellulitis, and therefore, the patient was treated with several antibiotics. Additionally, the patient's symptoms had not improved and she underwent biopsy. At that point diagnosis had been concluded and the patient was diagnosed with foreign body granulomatosis (foreign body reaction) with skin fibrosis (implant site fibrosis). The patient was currently on steroids and disease modifying therapy. The reporting physician including several physicians considered the diagnosis as adverse reactions due to sculptra. The reporting physician assessed the events as conditions necessitating medical or surgical intervention to prevent permanent damage. Outcome at the time of the report: typical urti symptoms was unknown. Fever was unknown. Some swollen lymph nodes was unknown. Sore throat was unknown. Drooling was unknown. Swelling was unknown. Redness was unknown. Acute on chronic inflammation was unknown. Eyes swelling was unknown. Difficult swallowing was unknown. Foreign body granulomatosis was unknown. Skin fibrosis was unknown. Sculptra was injected to neck was recovered/resolved. Sculptra was injected with cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 06-sep-2024 from the same reporter: the case was upgraded to serious. Events (upper respiratory tract infection, pyrexia, lymphadenopathy, oropharyngeal pain, drooling, swelling, erythema, inflammation at implant site, eye swelling, dysphagia, off label use, intentional device misuse) were added. Patient demographics, medical history, concomitant medications, suspect device volume, implant date, location, needle type, event onset date, severity, outcome, laboratory test, and corrective treatment details were updated. Additional fu received on 11-sep-2024 from the same reporter: events of foreign body reaction and implant site were added. Reporter causality of the events provided. Current status on the events was provided.